Event description:
It was reported that the image of the rigid video scope did not display. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device (ccd). Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cable and the charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.